Event description:
Post op, dislocation anterior, uncertain date of occurrence. No injury, dislocation.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.